Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with an unspecified saline breast implant and experienced postoperative left-sided grade IV capsular contracture. The patient stated that she was experiencing it for years. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants (catalog #: 350-4001bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.